Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown, despite good faith effort attempts. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a device leak, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient was noted to have a peri-device leak. At an unknown time post procedure, the patient experienced a cerebral vascular accident. No treatment or intervention was reported to have been performed.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown, despite good faith effort attempts. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that there was a device leak, and the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient was noted to have a peri-device leak. At an unknown time post procedure, the patient experienced a cerebral vascular accident. No treatment or intervention was reported to have been performed.